Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument was arcing. The instrument was replaced and the procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was not returned therefore, the customer reported complaint cannot be confirmed or denied.